Event description:
It was reported that "during the turp procedure vision got turbid and the backflow was not good. In seconds of time they found one metal piece inside the patient. After that, while checking the instrument, it was identified it was from the inner sheath" no negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Updated section d9 for the device returned date. This event is filed under internal complaint ID (B)(4).